Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the axiom artis dba system. During an interventional procedure, the user reports a warning tone began to sound from the device and the stand stopped working. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error. The investigation was performed considering complaint description, cs reports and system history. The customer service engineer onsite was informed by the user that during the procedure stand movement was not possible. An error message was displayed. The table movement functions were still available. The engineer replaced the stand motor controller and returned the part to the manufacturer for detailed investigation. The returned mcm4 was examined in detail and showed an internal power supply issue, however, the cause of the defective power supply could not be determined retrospectively. After the part was replaced the system recovered and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. No corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.